Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 415cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (left grade: ii, right grade: iii) postoperatively. The diagnosis was confirmed by a healthcare professional during 3-month post-operative visit. As a result, the patient underwent bilateral removal and replacement with two 380cc mentor smooth round high profile prostheses (catalog #: 3503380) on (B)(6) 2021. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 22-mar-2022, mentor received additional information regarding the baker grade of the capsular contracture, the doe, and the serial numbers of the replacement devices. The baker grade of the capsular contracture was reported as left baker grade ii and right baker grade iii. However, additional information revealed that the patient experienced bilateral grade iii/IV capsular contracture. Initially, the date of explantation was reported as (B)(6) 2022. However, additional information revealed that the actual date of explantation was (B)(6) 2022. The relevant field has been updated. The serial numbers of the replacement devices are (B)(6) (left) and (b)(6 (right). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2022, it was found that the implantation date mentioned in b.5. On the initial report was incorrect. On 31-jan-2022, the suspected medical device was returned for evaluation. On 11-feb-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4). In b.5. Of the initial report, it states that the patient underwent bilateral removal and replacement with two 380cc mentor smooth round high profile prostheses (catalog #: 3503380) on (B)(6) 2021. However, the patient underwent bilateral removal and replacement with two 380cc mentor smooth round high profile prostheses (catalog #: 3503380) on (B)(6) 2022.